Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15328. The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the pt no longer uses his scs system because, he was not receiving the level of pain relief he desired. The pt had stimulation. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.